Manufacturer narrative:
Insulin pump monitored for several days, insulin pump received with normal operating currents. No unexpected failed battery test. No unexpected rest alarm during testing. Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping noted. Insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the numbers on the insulin pump's screen kept ramping up while she attempted to enter a correction. She took the battery out and placed it back in but the insulin pump alarmed failed battery test. She inserted a new battery but received a message that said the insulin pump reset and settings saved. The buttons on the insulin pump were unresponsive. She did not have a battery in the insulin pump when she called. When she inserted a new battery, the insulin pump alarmed battery out limit. The customer was unable to clear the alarms. Customer's blood glucose level was 158 mg/d. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.